Manufacturer narrative:
Lead model 3998, lot# j0555340v, implanted: (B)(6) 2005, explanted unk; extension model 7489-40, serial# (B)(4), implanted: (B)(6) 2005, explanted (B)(6) 2012; extension model 7489-40, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012; programmer model 7435, serial# (B)(4); lead model unknown, lot# unknown, implanted unk, explanted unk.

Event description:
Impedance measurements greater than 4,000 ohms were reported on the left lead. Impedances on the right lead were within normal limits. The neurostimulator was replaced with a primeadvanced, but the issue persisted.

Event description:
Additional information received reported that the patient's synergy was replaced because the battery life had ended. Refer to manufacturer report # 3004209178-2012-00927 regarding high impedance occurring with the patient's new neurostimulator.